Event description:
Two endeavor sprint rx drug eluting stents were implanted during the index procedure, one in the mid lad and one in the mid rca. The patient was discharged on clopidogrel and asa. Approximately 2 months post the index procedure the patient experienced gastro-intestinal bleeding. The patient was treated with the suspension of asa. The investigator has indicated the event was unrelated to the study device or procedure. Ref MFR# 9612164-2011-01475, 9612164-2011-01476.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (gi bleed). (B)(4).